Event description:
It was reported that during a supply change the user could not visualize drops while filling, then received an ¿unable to proceed¿ alert; per troubleshooting, the user removed all components, performed a dry run, successfully filled tubing to 120 units without alerts, and then completed the supply change with guidance. Symptoms included no injury and no adverse clinical effects. Outcomes included restoration of normal function without alerts or alarms after the dry run and completion of the supply change. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the event was consistent with a transient occlusion or setup issue during fill that resolved after removal and reinstallation, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient occlusion, resolved through troubleshooting and education.

Manufacturer narrative:
Initial.